Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during the vein harvesting procedure, the endoscope had a cloudy picture. It is unknown whether the product was changed out, if there was any affect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 26, 2016. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a follow-up report). (Follow-up due to device evaluation). (Device evaluated by manufacturer) . Upon evaluation of the device the complaint was confirmed. The complaint sample was returned and visually inspected. A monocular was used to inspect the device and it was discovered that there was a crack on one of the internal lenses which resulted in a blurry visual field. Although a definitive root cause could not be determined, it is likely that the crack in the lens was due to improper handling of the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.